Event description:
It was reported by the rep that the (1) 5 dcs was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon was using the device to remove the gallbladder from the liver bed. The electrocautery was arcing through the the insulation on the instrument and burning the liver. It was not reported how the case was completed.